Event description:
Pt with persistent pain in right shoulder. Treatment discussed with pt and agreed upon procedure utilizing e-z tack. The trocar was advanced down under visualization and properly placed with the labrum in a reduced position. Tack hole drilled. Tack deployed with hand squeezing after being fully seated down. It appeared to deploy correctly, but on retraction, white plastic collar fractured in two places with two other stress fractures visualized. Full deployment could not be completed as purple pin had not been fully retracted. Removed all fragments and ended procedure.